Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis registered nurse on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The patient discarded the setup and started therapy over with new supplies. The patient finished the box of supplies with no further issues and the incident did not reoccur. This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a supply bag that fell and disconnected during dwell 1 on the homechoice (hc) machine. The hp stated he quickly closed the transfer set and disconnected before turning off the hc. The hp requested assistance to start over with new supplies. The technical service representative (tsr) instructed the hp to turn hc on to power restored. The tsr further assisted the hp to end therapy and retrieve the cassette. The tsr advised the hp to use a new cassette and new bags. The hp confirmed to start over with new supplies. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Lot number is unknown at this time. Should additional information become available, a follow up MDR will be sent.